Event description:
A (B)(6) male pt had a zenith flex with spiral-z technology aaa endovascular graft iliac leg placed (B)(6) 2012. After initial placement, a final run showed the contrast shooting out of the side of the limb. Another zenith flex with spiral-z technology aaa endovascular graft iliac leg was then used to reline the limb; films showed the contrast was no longer coming out of the side. No harm to the pt reported.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.